Manufacturer narrative:
Results: no device returned. Conclusion: tip of the wire was caught in a previously implanted stent. No device returned, cine image review did not captured reported event. Tip of the wire was caught in a previously implanted stent. (B)(4).

Event description:
It is reported that a zinger guidewire was fanned in to the patients lad coronary artery which showed stenosis and calcification. During the wire placement, resistance was noticed. It is reported that the tip of the wire was caught in a previously implanted stent. The tip of the wire was torn into several layers. The tip of the wire was detached during the procedure. No serious injury was reported. There were no complications associated with this event and intervention was not required as result of the event. It is reported that all parts were retrieved from the patient. Patient status post procedure is fine. Cine image review: the cine images were evaluated and showed no guide wire at any time during the procedure, either inserted or taken out of the patient. Also no parts left in the patient were detected on the images provided.